Event description:
Customer reports to tyco healthcare/ludow in 2001, that during use of a 2.0 french ptcc line, the catheter alledgedly ruptured. No pt injury was reported. Tyco healthcare/kendall notified on 07/31/01.